Event description:
It was reported that an unexpected reset occurred. The customer's blood glucose (bg) level was 221 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy until the replacement pump arrived.